Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported failure. The device failed the probe check. Both switches on the device were non-functional. A visual inspection found tissue build up. The teflon pad was inspected and found in good condition. The distal end of the device was inspected under a microscope and a crack on the probe was found. The cause for the broken probe is most likely due to the probe coming into contact with a hard or metallic surface during activation. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent probe damage. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that the device failed a probe check when plugged into an olympus generator. A different but similar device was used to complete the procedure. No patient injury was reported.